Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was not working around the month of (B)(6) of 2019 since it was reprogrammed and the control only lasted for three days. Patient stated they were very embarrassed as they wore toilet tissue. Pat agent reviewed option of changing programs. Patient was also advised to increase settings to a comfortable level. No further complications were noted or anticipated.